Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and headaches. Information was reported that the patient is not able to connect to their ins recharger (insr). The caller reported seeing the poor communication/reposition antenna message. The caller also stated the patient was using the belt, the patient has the insr antenna paddle right on their ins, and has tried turning the dial to all 4 positions and still is not able to connect. The last time the patient had stimulation was last night. The last successful recharge was 2 weeks ago. The patient stated she had the stimulation down as low as possible and the ins battery finally depleted last night. The caller also stated the patient normally recharges once a week. The patient stated she was pregnant and just had a baby. Caller stated she charged it up before she went in to have the baby. The patient is not able to communicate with another external device. The caller also stated their patient programmer will not turn on. No further complications were reported. No additional patient symptoms were reported.